Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump with the tandem usb cable. Customer¿s blood glucose level was 130 mg/dl. Customer was able to successfully charge the pump with a difference usb cable.

Event description:
It was reported that the pump did not initiate charging despite using multiple usb cables. Customer¿s blood glucose level was 130 mg/dl.